Manufacturer narrative:
Operator of device: health care professional corrected. Occupation: other - biomedical engineer plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) reported he started the granuflo mixer in fill mode for dissolution and noticed a burning smell and smoke coming from the mixer. He powered off the mixer, then discovered the fill valve wiring at the valve was melting. There was smoke in the water room and the back door was opened to ventilate the water room. It was between 5 and 8 minutes before he noticed the burning smell and smoke. Location on the machine was the fill valve and wiring harness. The biomed tech stated he replaced the fill valve and the wiring harness, and the mixer remained out of service pending additional repair. There was no patient involvement. Additional information regarding the incident was requested.

Manufacturer narrative:
Initial date received: 11/27/2017.

Event description:
A biomedical engineer (biomed tech) reported he started the granuflo mixer in fill mode for dissolution and noticed a burning smell and smoke coming from the mixer. He powered off the mixer, then discovered the fill valve wiring at the valve was melting. There was smoke in the water room and the back door was opened to ventilate the water room. It was between 5 and 8 minutes before he noticed the burning smell and smoke. Location on the machine was the fill valve and wiring harness. The biomed tech stated he replaced the fill valve and the wiring harness, and the mixer remained out of service pending additional repair. There was no patient involvement. Additional information regarding the incident was requested.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported he started the granuflo mixer in fill mode for dissolution and noticed a burning smell and smoke coming from the mixer. He powered off the mixer, then discovered the fill valve wiring at the valve was melting. There was smoke in the water room and the back door was opened to ventilate the water room. It was between 5 and 8 minutes before he noticed the burning smell and smoke. Location on the machine was the fill valve and wiring harness. The biomed tech stated he replaced the fill valve and the wiring harness, and the mixer remained out of service pending additional repair. There was no patient involvement. Additional information regarding the incident was requested.